Event description:
Distal body leaky, objective lens leaky, cracked. Electrical safety test failed. Image foggy and spot. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the objective lens unit broken. Based on the result, we concluded that it was caused due to an excessive force applied on the objective lens unit. In addition, we confirmed that ccd module defective; however, it is not the main cause, and/or irrelevant to the alleged complaint.